Event description:
It was reported that capsular damage was noted upon iol insertion. Lens was removed and different lens model was successfully implanted in the sulcus. Monovision for near was targeted for this eye and bcdva was 20/25-1 on (B)(6) 2013. Patient prognosis is good. Please reference MDR number 1119279-2013-00081 for the delivery device.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.